Event description:
It was reported that this right atrial (ra) lead was fractured. Additional information received indicates that the lead fracture was evident when running basic device testing. The physician also noticed insulation damage while conducting pocket maintenance. Hence, this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.